Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was an over infusion of insulin. The clinician reportedly programmed the pump to the ordered 8.7units/hr. Of insulin (concentration 100units in 100ml of normal saline) as part of the diabetes ketoacidosis (dka) protocol. The set-up was double checked and dual signed by a second rn. The clinicians programmed the infusion as "insulin" using guardrails. The pump did not have anything else running prior or concurrently. The nurse reportedly left the room and was in a supply room just outside when they heard the pump beeping. The nurse entered the room and saw that the bag had been completed and the alarm was for "infusion complete." This was thirty minutes after the drip was started. The pharmacist and physician were immediately consulted. This event occurred in the emergency department. Due to the event, the insulin drip was discontinued, and the patient was required to receive dextrose (d5) drip as well as potassium. The patient was then transferred to the intensive care unit (ICU) as initially planned and a more frequent glucose monitoring was performed. The patient reportedly remained stable.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of insulin. The clinician reportedly programmed the pump to the ordered 8.7units/hr. Of insulin (concentration 100units in 100ml of normal saline) as part of the diabetes ketoacidosis (dka) protocol. The set-up was double checked and dual signed by a second rn. The clinicians programmed the infusion as "insulin" using guardrails. The pump did not have anything else running prior or concurrently. The nurse reportedly left the room and was in a supply room just outside when they heard the pump beeping. The nurse entered the room and saw that the bag had been completed and the alarm was for "infusion complete." This was thirty minutes after the drip was started. The pharmacist and physician were immediately consulted. This event occurred in the emergency department. Due to the event, the insulin drip was discontinued, and the patient was required to receive dextrose (d5) drip as well as potassium. The patient was then transferred to the intensive care unit (ICU) as initially planned and a more frequent glucose monitoring was performed. The patient reportedly remained stable.